Event description:
Per the clinic, the patient experienced an extrusion, exposing the lead wire (specific date not reported). There are plans to explant the device and to re-implant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the device was explanted on (B)(6), 2023. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report.